Manufacturer narrative:
The investigation has been completed for the reported issue of priming. The device was received for evaluation. There was no priming issue with the pump. The device functioned/operated to specification. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. No purge fluid visible coming from the exhaust basket during priming. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.